Event description:
Baxter reported that male adapter separated from the tubing. Reported condition noted during priming. Per reporter, "no one was exposed to the split medication. The name of the split medication was unk." There is no report of injury or medical intervention.